Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to leakage from scope cover (s-cover) packing. However, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: water tightness was lost due to wear of the scope cover packing, the air water cylinder and suction cylinder had no color, the switch box had a scratch, the light guide lens had a crack, and the connecting tube had a cut. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the videoscope had problems with the albarran lever, the wire was not clamped properly. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the adhesive around the light guide lens had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.